Event description:
The device was used during an unspecified procedure. Reportedly, the needle detached into the pt's cavity. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.